Event description:
It was reported that eight 512sd's were used during a laparoscopic hernia repair. It was reported by the affiliate that all the gaskets were torn. There was no consequence to the patient.